Event description:
It was reported by the pt that post a drug eluting stenting treatment procedure, stent occlusion has occurred. The physician implanted a 3.00x20mm taxus express2 drug eluting stent in an unspecified location. Since the stent was implanted, the pt has had to undergo yearly reintervention on the stented area in order for the physician to "drill it" to get rid of excess tissue growth. On the pt's most recent surgery, he was informed that the artery is too weak to be "drilled" and that he will need bypass surgery. He was scheduled for further consultation with his cardiologist. Further info has been requested, but has not been received.

Manufacturer narrative:
Device analysis - the stent remains implanted. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.